Event description:
The article mentions "asymptomatic migration of 5-mm and 8-mm coils..." Devices. This, combined with previous mention of "....0.038-inch coils ranging from 5 mm x 5 cm to 12 mm x 5 cm" leads the investigators to assume that the coils that migrated were likely mwce-38-5-5 and mwce-38-8-5. A global product file search on all coils with these dimensions and manufactured at the time of the article's publishing was used to come to this assumption. The complaints will be investigated with the rpn assumptions.

Manufacturer narrative:
Investigation ¿ evaluation a review of the quality controls, specifications, instructions for use (IFU) and a personnel interview were conducted during the course of the investigation. It was reported in the attached journal article ¿long-term results of transrenal ureteral occlusion with use of gianturco coils and gelatin sponge pledgets¿ on 23oct2018 which discusses an incident were 2 patients experienced coil migration from the ureter to the renal pelvis, with urinary infections following that responded to appropriate antibiotics. Additional information from the user facility was provided from a current physician, stating that, ¿¿coils have sometimes migrated up higher in the collecting system but that would not be the source of any infection. (Thomas farrell, mb., michael wallace, md., and marshall hicks, md. "Long-term results of transrenal ureteral occlusion with use of gianturco coils and gelatin sponge pledglets." Jvir 8 (1997), 449-452.) The complaint devices were not returned to the manufacturer to aid in the investigation, as such a visual, dimensional, and/or functional testing of the complaint device could not be conducted. Without visual, dimensional and functional testing of the complaint device, it cannot be determined if the device was manufactured out of specification. The lot information of the complaint device was not provided, so a review of the device history record could not be conducted. As such, there is no evidence to suggest that there is nonconforming product from the same lot in house or in the field. The design history file for cook stainless steel embolization coils was reviewed from the date range of five years prior to the published article up until the current documentation, and no specification, manufacturing instruction, or design changes have been made to this family of devices. A review of the complaint instructions for use (IFU), and quality control and specifications of the device was conducted during the investigation. The instructions for use (IFU) states that, "embolization coils are intended for arterial and venous vessel embolization procedures. The product is intended for use by physicians trained and experienced in embolization techniques. Standard techniques for placement of vascular access sheaths, angiographic catheters and wire guides should be employed". A physician currently at the hospital from the article stated that ¿¿coils have sometimes migrated up higher in the collecting system but that would not be the source of any infection. Infection occurs when the nephrostomy catheter becomes occluded and you then have an obstructed system plus a foreign body (the catheter).¿ the authoring physician stated that the embolization coils used during the procedure had no relation to the infection, and since the ancillary devices were not provided, a definitive cause could not be established at this time. As a result of the investigation, and the available information, a root cause of this device failure could not be established at this time. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Date of event: event is being reported from a journal article that was published in 1997.suspect medical device: product information currently unknown. Concomitant medical products: unspecified coaxial end-hole catheter, gelfoam gelatin sponge pledgets [3mm x 1cm], unspecified 9fr. Cook peel-away sheath. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The below report of patient infection was described in literature. The citation for the article is as follows: thomas farrell, mb., michael wallace, md., and marshall hicks, md. "Long-term results of transrenal ureteral occlusion with use of gianturco coils and gelatin sponge pledglets." Jvir 8 (1997), 449-452. It was stated unspecified, 0.038" cook gianturco coils were selected for ureteral embolization in 22 patients. These coils ranged from [5mm x 5cm] to [12mm x 5cm]. The coils were used in conjunction with [3mm x 1cm] gelatin sponge pledgets. After embolization, a percutaneous nephrostomy tube was placed for permanent external diversion. Occlusion was technically successful in all of the patients, and symptoms improved within 72 hours. Urinary infection presented in two patients and was successfully treated with the appropriate antibiotics. As documented, the two patients acquiring an infection did not require additional procedures or experience other adverse effects due to this occurrence.